Manufacturer narrative:
(B)(4).

Event description:
During servicing of this unit, the manufacturer service engineer (fse) found that the battery does not charge. The fse reported the unit was not in use on patient.